Event description:
We have recently had an issues with peg tube migration, bumper migration into the abdominal wall muscle, bumper instability. Causing cellulitis, abscess formation, abdominal distention requiring surgery, post op packing and antibiotics.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.